Event description:
Patient was asymptomatic. Immediate implantation into a socket that was slightly compromised. It integrated but with use from the denture the bone gave way. Abutment seated (B)(6) 2021, pick up impression taken for locator hub. Patient has been wearing denture successfully. On (B)(6) 2021 implant came out.